Event description:
Stent was deployed at constricted bile duct by percutaneous approach from the left lever. As the introducer was being withdrawn, some resistance was encountered and upon further withdrawal, it separated at the band marker, approximately 7cm from the tip. Tip was removed from patient by use of retrieval snare catheter.